Event description:
The biomed technician reported pump "cuts off" during patient use. The pump had been administering propofol to a patient during a surgical procedure and then stopped infusing causing an interruption of therapy to the patient. The pump was exchanged and patient's therapy continued. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been received for evaluation the reported issue of the device "cuts off" during use was not confirmed. The technician ran the device for 45 minutes and the device did not "cut off". The device has been returned to the customer.